Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v195597, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-28, lot# v161901, implanted: (B)(6) 2009, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information from a patient reported the leads were interfering with each other because one doctor put both devices on one side of their body. The patient new doctor said this was a problem. The patient stated that neither device would give them relief. The patient could only have one on at a time which is not enough to provide relief to the patient, the patient said they need both working. The patient reported they had a surgery with the new doctor who switched one device to the other side of their body so that would work. The patient stated the device on the right side is no longer working. The device on the right side is not detecting any leads. The patient added it looks like surgery again.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v195597, implanted: (B)(6) 2009, product type: lead; product ID 3093-28, lot# v161901, implanted: (B)(6) 2009, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a lead revision in (B)(6) 2016 when the healthcare provider moved one of her leads to the right side. It was determined beforehand they were interfering with each other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.